Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The blood glucose level was 49 mg/dl. Customer stated that sensor was not adhering. It was unknown that auto mode feature was active or not at the time of the event. The insulin pump will not be returned for analysis.